Event description:
It was reported from japan that during an unspecified surgical procedure, it was discovered that the handpiece device stopped working. It was reported that the switch section of the device became difficult to move, and both forward and reverse stopped working. According to the reporter when the sales rep checked the device, she found that although it was operational, there were abnormalities such as a rattling noise coming from the main unit and the reverse trigger was difficult to press or was stuck. It was reported that the surgery was completed successfully. It was further reported that the device in question was shipped to the hospital as a replacement device because the one the hospital had purchased malfunctioned. It was reported that there was a thirty minute delay to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: the initial reporter's phone number was not provided. H4: device manufacture date: the device manufacture date is currently unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that a rattling noise was coming from the main unit and the reverse trigger was stuck was not confirmed. Therefore, an assignable root cause for the reported condition of mode switch stuck and unexpected noise was not determined. However, during evaluation, it was determined that the upper trigger could not fully be pressed, the mode switch was hard to move, and the device was unable to oscillate. It was further determined that after the device was disassembled it was found that the safety ring broke and fell behind the upper trigger and mode switch which led to the failure. It was further determined that the device failed pretest for check for sticky triggers and function check of oscillation angle. The assignable root cause was determined to be traced to device design which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 9/15/2022.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: it was previously reported that the assignable root cause was determined to be traced to device design. Subsequent investigation was performed and it was determined that a clear root cause cannot be determined. Further investigation and assessment is covered under an nc in our quality system.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). Updated UDI: (B)(4).